Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, the sleeve fell off of one device resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, the sleeve fell off of one device resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 2 photos from the customer for investigation, which show a device with blood leakage in the holder and a sleeve detached from the device. Additionally, functional tests were conducted on 10 retained samples. All samples passed testing, as there was no evidence of side-pierced sleeves, poor sleeve recovery, sleeve fall-off, or sleeve leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve fall off. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.